Event description:
Same case as MDR# 6000093-2007-00703. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, "attacks" have occurred. The pt had two taxus express2 drug eluting stents of unk size placed in an unk location. The pt reported that she has had 7 different "attacks" since the two taxus stents were implanted. She describes the "attacks" as "pressure in the chest and stinging in the middle of the chest which stays in the center underneath the left breast." The consumer states the symptoms are also accompanied by shortness of breath. She has had four cardiac caths since the stents were implanted. The symptoms require emergency assistance from local ems and are relieved by 4 aspirin and 4 nitroglycerin tablets. She uses a nitroglycerin patch and tablets daily. No further info was available.

Manufacturer narrative:
Device analysis: the delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.